Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing r-waves or premature ventricular contractions (pvc). It was further reported that the icm experienced false bradycardia and pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.